Event description:
It was reported that the replace generator soon message was displayed for the patient's ipg. It is unknown if this occurred prematurely. Surgical intervention is planned to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had their ipg explanted on (B)(6) 2022.